Event description:
It was reported one day post implant that the right ventricular (rv) lead had dislodged. It was noted that the rv lead was initially placed in the septum. The day after implant the rv and right atrial (ra) leads showed a reduction in slack. The event was reported from the (B)(4) study. The rv lead was explanted and replaced. The ra lead was repositioned to add additional slack but the ra was not unscrewed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the inner insulation was kinked/buckled. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, tissue on helix, there was apparent explant damage and the lead was stretched. The analyst commented that the lead had been stretched so the inner tubing buckled and prevents the helix from functioning properly.